Event description:
Event description cpi received information that the physician noted a loss of capture and increased thresholds on this implantable pulse generator (ipg). The physician performed an invasive procedure and noted fluid in the header of the ipg. The physician elected to replace the ipg. Cpi was not able to obtain the serial number of the device.